Event description:
It was reported that during an a-fib case in the left atrium, thrombus was seen on the intracardiac ultrasound. The thrombus was identified on the overlaying ring of the lasso catheter. The thrombus was noted when the procedure has been performed for over 6 hours. The physician attempted to aspirate the thrombus, but when the lasso catheter was retrieved, it was not there. The pt's act level was therapeutic (in the range of 330-350). The approx size of the thrombus was not provided. The procedure was aborted, may need to be repeated at a later date. Following the procedure, a neurological check was performed on the pt. The pt seemed to be doing fine, continuous heparin drip was given throughout the night. No pt injury was reported. Pt is stable and the prognosis was satisfactory. The guiding sheath used during the procedure was a sheath manufactured by st jude medical.

Manufacturer narrative:
.